Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(4) of a break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On an unreported date, the patient experienced a break in aseptic technique, described as patient made a mistake. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized on the same day. On (B)(6) 2011, the patient received remedial treatment with injection vancomycin 2 grams on the first day, injection amikacin 10 mg ip in each bag, and injection fortum 1 gram every day ip. On (B)(6) 2011, the patient began treatment with injection vancomycin 2 grams on the 7th day. Antibiotic therapy was ongoing. It was not reported whether the patient received re-training in aseptic technique; therefore, the outcome of the break in aseptic technique was unknown. The outcome of the event of the peritonitis was unknown and the patient was still hospitalized. Dianeal therapy was ongoing. The reporter stated that the peritonitis was unrelated to dianeal therapy. The reporter did not provide an opinion of causality for the event of break in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the reported condition of peritonitis is use error- poor aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through CAPA.

Manufacturer narrative:
(B)(4). A label review was performed and found the labeling adequate for the use error in this complaint.